Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient had a right ventricular lead that had failed. No further malfunction specifications were able to be obtained. The lead was capped and replaced on (B)(6) 2019 and then explanted on (B)(6) 2020. How the failure was first observed was unknown. Any patient symptoms were unknown. The patient was stable.